Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that unknown if device will be returned for analysis. Physician is aware that the patient will be replacing the overdischarge device with a new ins . No patient symptoms or complications were reported in this event. Additional information was received from the patient. It was reported that the ins never really vibrated in the area where the patient had pain. Patient had many meetings with rep to fix it, but never worked properly, so the patient stopped using and charging it. The overdischarge has been resolved, on (B)(6) 2018 patient is having surgery to replace the battery to a new system which to the patient's understanding is much more sensitive and easier to charge. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's neurostimulator (ins) had been in overdischarge since (B)(6) 2018 because she did not charge it. It was reported the battery was dead. Patient stated she could not charge it and it was overdischarged. Patient does not plan to use the device so is not following up with healthcare provider. Patient stated both (B)(6) 2018 as event date. No symptoms reported. No further complications were reported/anticipated. Additional information received from the patient on (B)(6) 2018 reported that they lost 100 lbs, the ins was sticking out and that the patient could not find a connection with their recharger to charge the ins up again. This started in (B)(6) 2017. The patient reiterated that the ins had been in od since (B)(6) 2017. The patient stated that they may have an x-ray to see if the ins had flipped. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that after attempting the interrogate the ins with two different clinician programmers the representative couldn't find the ins. The patient met with a representative who conducted a physician recharge mode (prm) last week and sent the patient home to charge. The prm did not result in normal charging in the office and the patient couldn't charge the ins at home. The patient was in the hospital to have a pre-op procedure to replace the ins. The physician wasn't interested in bringing the ins out of overdischarge and intended to proceed with the ins battery replacement. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient's weight was updated. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.